Event description:
It has been reported, after a sleeve gastrectomy, the patient has severe complications. No other information was provided.

Manufacturer narrative:
(B)(4) date sent: 7/22/2025 d4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: a patient who underwent sleeve gastrectomy and has had numerous postoperative complications, from which he miraculously survived. During the esophagogastroscopy, a reddened and edematous gastric wall (i.e., increased thickness) and the biopsy for the determination of hp turned out positive. Moderate chronic gastritis, with moderate activity and follicular-type aspects with focal intestinal metaplasia - presence of h. Pylori. The intervention, in fact, it was necessary to apply various clips and tabotamp for hemostatic purposes on the gastric transection site. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.